Manufacturer narrative:
Concomitant product: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported electrodes 9 and 15 were greater than 10000 ohms. The patient was feeling no stimulation on his program that covered his right leg. Programming was on 14+15-. Reprogramming was completed to 13+14- and the patient was getting effective therapy. The patient had stated he had a couple of loss of balance situations where he had fallen back into furniture, counters, etc. Approximately one week prior to the report, the patient noticed the right leg program was not working. The patient requested to meet with the rep because he thought his sensor orientation was off. That was working well, but during the impedance check, the rep found the other issue. At the time of the report, the issue was resolved. No surgical intervention occurred or was planned. Relevant medical history included chronic low back pain, lumbar radiculopathy, and spinal pain.